Event description:
Array prepped per IFU instructions and deployed without incident into rvot.bp stable and act = 239 seconds. Basic mapping started with sinus and pvc's. Additional heparin given to increase act to recommended levels. Therapy delivered at the site of early activation. No change in patient status. Act = 325 seconds. Approximately 2 hours into procedure, patient status changed. Bp drop from 120's to 80's. Act = 290's. Patient chief complaint of pain in left shoulder 5/10. All catheter immediately removed. Stat echo ordered. Echo = small effusion near apex. Protamine 50 mg given. Patient prepped for pericardiocentesis. Patient status changed. Bp increase to high 90's. Echo repeat = no change in effusion. Left shoulder pain less 1/10. Invasive cardiology called in for consult. Patient status change. Bp increase to 130's. Echo repeat = no change in effusion. Left shoulder pain gone. Pericardiocentesis not performed. Patient transferred to ICU for observation. Catheter saved and case copied for review. The physician could not determine which device had caused or contributed to the event.